Event description:
Pt reported on-going pain at the implant site when not using the device. The pt was seen by co rep in 2007 for testing. Testing conducted was inconclusive. A decision to explant the c1 device is pending further evaluation.